Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On the same day as onset, the patient was admitted to the hospital for the peritonitis, via an outpatient clinic. Treatment was not reported. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and pd therapies were ongoing. No additional information is available.